Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The 90% stenosed target lesion located in the proximal left anterior descending(lad) was 3.5mm diameter and 16mm long. The lesion was treated with predilation and placement of a 3.5x20mm study stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2011, the patient was admitted with myocardial infarction (mi). Angiography was performed but, no revascularization done. The location of the mi was reported as "not identifiable." The patient was discharged 1 day later.